Event description:
A patient contacted (B)(4) on (B)(6) 2010 to report two leaking drain bags. The patient stated the bags were leaking around the "bigger blue port on the side, where you drain it out." The patient stated the samples had been discarded, but the lot information was retained. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, no root cause was determined. No issues were noted in the batch file review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a leaking drain bag was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was performed and no issues were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.